Event description:
The system 7 sagittal saw was sent for evaluation due to overheating. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 sagittal saw was sent for evaluation due to overheating. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
It was noted during failure analysis that the handpiece would heat up due to high current draw.